Event description:
During the review of the programming history, it was noted that the settings show the patient's generator was disabled during (B)(6) 2006 through (B)(6) 2010. Follow-up was made with the treating physician at the time. The physician indicated the patient's device was disabled as the patient developed left sided empyema. The device was disabled to prevent a serious patient injury. Moreover, the treating physician suspected the vns to have some relationship to the empyema. Surgical intervention was taken at the time of the event in (B)(6) 2006. No patient manipulation or trauma was reported to have contributed to the reported event. No information was known regarding cultures. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.